Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1 ICD, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and high impedance. Lead fracture was suspected. The ra lead was reprogrammed and turned off. The lead will not be replaced. No patient complications have been reported as a result of this event.